Event description:
The hcp reported that the patient¿s pump went empty while the patient was in the hospital. An emergency refill was done and the hcp needed the dose to be adjusted for the patient. The drug the pump delivered was unknown. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Continuation: product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).